Manufacturer narrative:
Manufacture¿s investigation conclusion: the heartmate 3 system controller was returned for evaluation following the reported event of the green pump running led not being lit on the system controller. The system controller (serial number (B)(6)) was returned and evaluated at abbott. During the evaluation, the controller was connected to a mock circulatory loop and a log file was downloaded. The submitted controller event log file and the downloaded log file from the returned system controller contained combined data spanning approximately 4.5 days (02may2023 ¿ 06may2023 per the timestamp). There were no other notable atypical alarms active in the log file that would indicate an issue with the system controller. During the evaluation, the controller was functionally tested and passed all steps without issue. The controller was connected to a mock circulatory loop for an extended period of time without any issues or atypical alarms active. The reported event could not be reproduced during testing. Multiple attempts were made to obtain additional information about the reported event such as if exchanging the controller resolved the issue, if a pump stop occurred, and if any products will be returning to abbott; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 2 - "how your heart pump works" states that "the green pump running light stays on as long as the pump gets power and remains running." Heartmate 3 patient handbook section 7 ¿ ¿alarms and troubleshooting¿, states that in the event that there is a red heart symbol and the green pump running light turns off, immediately connect to a working power source (mobile power unit or two heartmate 14 volt lithium-ion batteries). If connecting to power does not resolve the problem, press any button on the system controller to attempt pump start and call your hospital contact immediately the system controller will display a low flow visual alarm as well as a "call hospital contact" visual indicator on the screen. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿, stated that the last six relevant system controller alarms are displayed. The alarm history includes alarms that are transient, have clinical value, or that do not interfere with access to more critical alarms. Examples of alarms that are displayed include: power cable disconnected alarm (lasting over 30 seconds), external power disconnected alarm, driveline disconnected alarm, low battery power advisory alarm, low battery power hazard alarm, and low flow alarm conditions. It also states that the green pump running light is always on when the pump is running. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-02745 covers loss of power to mpu. It was reported that the patient had low flow alarms with no green circle on the system controller. The system controller was exchanged. The log files noted no external power events on (B)(6) 2023 due to power to the mpu being briefly interrupted as well as a driveline disconnect alarm consistence with the controller exchange on (B)(6) 2023.